Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: bi71000450 lot number: v20270200 rev. G h3: the system was serviced in the field. The power supply was replaced and the system functioned as intended. Analysis was performed for the power supply and found it was electrically overstressed and had damaged resistors. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system did not turn on, and that there was a red x on the generator. The next steps were to to complete the system checkout. There was no patient involvement.